Event description:
Vitawatch glucose monitor only varies between 70 and about 90. My actual readings have been between 125 and 280. There is not a consistent correlation between the vitawatch readings and finger stick readings. In one instance the vitawatch was at a low while my blood reading was at a high (70 vs 240).